Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022. Pcr testing (platform unknown) was performed on a saliva sample and generated a negative result. Idnow covid-19 assay performed two hours later, using a nasal swab and generated a negative result. The patient was reported to have been asymptomatic at the time of testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report:the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.